Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm checked the iabp unit with the customer's trainer and all waveforms were present. Subsequently, the stm performed a full diagnostic checkout and no problems were found. In addition the stm reseated all connectors and checked all associated circuit boards and found no damage. The stm noted that the helium tank was wrapped in a plastic netting which may have prevented the trainer from seating properly. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during a service/test performed by the customer's biomed, the cs300 intra-aortic balloon pump (iabp) will not zero. It was later reported that the iabp unit would not display the invasive blood pressure waveform using a system trainer. There was no patient involvement and no adverse event was reported.